Event description:
It was reported that the patient presented for a routine generator change procedure. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.